Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the loss of therapeutic effect with their implantable neurostimulator (ins). Patient was having a hard time going to the bathroom and they were having retention. Patient did not feel the stimulation. Patient was on program 1 at 1.9 volts and they started having problems a couple days ago when they started messing with it. Therapy was on as patient did not feel stimulation. Patient was reviewed with increasing and decreasing parameters of patient programmer (pp). Patient was programed on 1 and then they increased it to 3.o volts. Titrations should be discussed with health care professional (hcp) as it took time for body to respond to therapy. Patient was advised to give 2-3 days and if they did not get relief, they could try increasing it. Patient also reported that when they move sometimes, they could feel pulse more like if they puts weight on legs. No patient outcome was reported as of now. Patient was having a hysterectomy on (B)(6) went through how to turn stim on and off. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.